Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. Evidence of contamination was observed on the force sensor assembly. The 'up' keypad button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. Evidence of contamination was observed on the force sensor assembly. During evaluation the pump exhibited loss of cartridge detection. The 'up' keypad button was found to be unresponsive. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.